Manufacturer narrative:
An approved biomed representative replaced the mobile view station (mvs) interface cable and tested the imaging system. The imaging system then passed the system checkout and was found to be fully functional. Correction to FDA evaluation codes provided. The interface cable was returned to the manufacturer for analysis. The cable passed gbit and 100t communications testing, and continuity testing. The tester installed the cable on a test imaging system and the system readied and charged as expected. 2d and 3d imaging, as well as communication performed as expected. The cable was found to be fully functional with no problem found. The reported event could not be (B)(6) by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The system was inspected on-site and the umbilical cable was replaced. The cable has been received by the manufacturer for evaluation, although analysis is not yet complete.

Event description:
A site representative reported that the imaging system was displaying a "framerate error" on the mobile view station (mvs) screen. There was no patient present when this issue was identified.